Manufacturer narrative:
This event was determined to be supplemental information. The investigation findings will be submitted under MFR # 2916596-2025-05072.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an embolic cerebrovascular accident on (B)(6) 2025 with symptoms starting at 0817. Log files were sent for review, and they captured some audible low flow events back on (B)(6) 2025, with flow noted as low as 1.8 liters per minute (lpm). Some lower flow values were noted that morning @1027 through 1044 that were right below the 2.0 lpm threshold at 1.9 lpm but these were not sustained long enough to trigger the audible alarm. All of the lower flows were likely patient related and not left ventricular assist device related as these were in the presence of elevated pulsatility index (pi) values.